Event description:
The patient underwent implantation of an itrel implantable pulse generator and lead system in 1995 for non-malignant pain. The manufacturer's representative received the following complaint which alleges "the patient received a medtronic itrel ii system and later a synchromed pump and later reportedly experienced infections following both implants. The itrel system was removed. The patient's hygiene was very poor. The patient is suing doctors claiming they did not respond to infections properly.